Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.